Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty was encountered retracting the stent back into the guid catheter. The physician attempted to place a taxus liberte - 4.0 x 28 mm drug eluting stent in the right coronary artery (rca). However, the ar1 guid catheter came out of position, and caused the guidewire to retract out of the artery. The physician then decided to remove the taxus stent in order to re-position the guide catheter and guidewire. While attempting to retract the undeployed stent back into the guid catheter, the physician felt resistance at the tip of the guide catheter. The physician decided to retract the guid catheter, and stent together as one unit up to the introducer sheath. Upon reaching the introducer sheath, the pt was taken to the operating room just in case the stent dislodged from the delivery system. The introducer sheath, guide catheter, and stent delivery system was successfully removed without any complication, and no surgery was required. No patient injuries or complications were reported. The procedure was successfully completed with another taxus liberte 2 weeks later. Pt status is reported as "satisfactory/good".